Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: battery devices. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed for check for sticky speed trigger. During service/repair, it was determined that the device failed for check the oscillation/forward/reverse mode function, check the oscillation angle, check switching function forward/reverse and check power with test bench assessments. It was determined that parts of the device were rusted and corroded. It was determined that the issues were consistent with improper maintenance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device was not turning on. It was further reported that the device was tried with different battery packs. During in-house engineering evaluation, it was observed that the device failed for check for sticky speed trigger. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no human patient involvement as this device is intended for veterinary use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.